Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8358941. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted was reviewed and measured by our quality engineers; our investigators determined that yellowing of the tubing was most likely the result of the medication received by the customer during the course of the infusion; a review of available retention samples was unable to identify any similar non-conformances in the coloration of the extension tubing. Based on these observations, the root cause for this complaint could not be associated with the manufacturing process.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was an abnormal color in the blood return in the e-tubing. This occurred on 7 separate occasions but the date/time and or patient information is unknown.¿ foreign complaint the following information was provided by the initial reporter, translated from chinese to english: head nurse feedback patients were only infused milrinone injection within half a day, resulting in abnormal color blood return in the e-tubing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was an abnormal color in the blood return in the e-tubing. This occurred on 7 separate occasions but the date/time and or patient information is unknown.¿ foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: head nurse feedback patients were only infused milrinone injection within half a day, resulting in abnormal color blood return in the e-tubing.